Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A third party service agent evaluated the device but was unable to duplicate the reported event. The root cause was not established. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).